Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed; only the proximal segment was returned, a length of 103 millimeters (mm). Dried bodily fluid was noted throughout the entire lead lumen. Resistance tests were completed to assess the electrical performance of the returned lead segment. Measurements throughout these tests were within normal limits. No additional testing was completed.

Event description:
Boston scientific received information that during a normal device replacement, this right ventricular (rv) lead exhibited loss of pacing. The physician removed the device and found that this lead had been severed, which was suspected to be due to either dissection of the lead or due to the lead being compromised. Normal lead measurements were noted pre- operatively. The lead was cut and surgically abandoned and a portion of the lead was returned. No adverse patient effects were reported.